Event description:
The light source being used for the case was not turned on until needed. After the start of the case, it was noticed that the patient's gown had a burn mark in it. It was seen that a burn mark was on the drapes covering the patient. Only the drapes had been damaged and the patient was covered, there was no known injury to the patient.